Event description:
While a patient was connected to a ventilator the nurse on duty heard an audible alarm in that patient's room. The nurse throught another nurse was in the room. Another nurse ran into the room and found the patient to be in bradycardiac. Situatin was reversed an dpatient is o.kinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.